Manufacturer narrative:
Sample quality concerns and maintenance procedure issues were discussed with the customer, including solenoid valve checks that were completed in feb-2026 and mar-2026. The field service engineer performed an on-site investigation, focusing on instrument performance and maintenance history. The investigation did not identify a product problem. The cause of the event could not be determined, but it was consistent with a preanalytic issue (contamination from abnormal aspiration alarms and a sample quality issue) at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The creatinine reagent lot number was 916751. The expiration date was not provided. The urea/bun reagent lot number was 927815. The expiration date was not provided. The qc was acceptable. The provided alarm logs showed no alarms on the date of the event, but they revealed 96 abnormal aspiration alarms from 02-mar-2026 to 05-mar-2026, indicating potential sample probe contamination. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 assay and urea/bun assay on a cobas c 503 analytical unit. Creatinine: initial result: 167 umol/l. Repeat results: 64.8 umol/l and 64.8 umol/l. Urea/bun: initial result: 6.93 mmol/l. Repeat results: 3.34 mmol/l and 3.31 mmol/l. The clinical team contacted the customer, questioning the initial results. The patient had two blood samples drawn and tested at the same time. No values were provided. The repeat results were deemed to be correct.